Event description:
The user stated that the wheel fell off the device. There was no reported patient or user involvement.

Manufacturer narrative:
(B)(4). A field service engineer (fse) was dispatched to the user facility. The fse confirmed the reported problem. According to the fse, he found that the caster had loctite on the thread, but the nut had fallen off the caster and the caster had fallen off the device. The fse reported that the thread was not physically damaged. The fse applied more loctite to the thread and reapplied/tightened the nut to fix the device. The device manufacturer had previously issued a mandatory field change order (fco) to correct certain devices in the field whose serrated nuts holding the wheel/caster in place could become loose and fall off as the result of external vibration or bumps. FDA was initially notified of the fco on august 30, 2010. The initial investigation into this incident found that the user facility's device is listed on the units affected list for this fco. Records for this fco show that the fco was implemented on this device on (B)(6) 2011. Interviews conducted with the fse confirm this fact. The fse claims that, in (B)(6) 2011, he applied loctite to the device's casters per the instructions in the fco. There is no evidence that the device had been tampered with by someone at the user facility. Based on the initial investigation conducted, the device manufacturer does not know how the caster became loose and fell off the device. A review of customer complaints for this device showed no other incidences of casters falling off after implementation of the fco. Therefore, there is no evidence supporting that the fco is not effective at correcting the problem with the casters. The device manufacturer is still investigating this incident. A final report will be submitted when the investigation is complete.